Event description:
It was reported that during procedure a catheterization will be performed through the first stent to position the subject flow diverter. Another flow diverter (not implanted) was used as medical intervention and positioned the subject flow diverter distal to the aneurysmal neck to achieve a telescopic assembly with the first stent. No additional information available.

Manufacturer narrative:
D4 lot # - corrected from 22320439 to 22320439r. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information states "during release, the stent exhibits a withdrawal movement which leads to its shortening and an incomplete opening of the aneurysmal neck since the distal part of the stent stops at two-thirds of the latter. Catheterization is carried out through the first stent to position a second identical stent of 4×15 mm, positioned distally from the aneurysmal neck to achieve a telescopic assembly with the first stent. The device was used to position the second but not implanted". Since the ¿aneurysm neck was not completly covered, necessity to deploy another surpass evolve¿. It is not considered a medical intervention to prevent permanent harm but a second flow diverter implant was necessary to have complete coverage of the aneurysm neck. There no patient harm. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent dislodged/migrated¿.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). The device remains implanted in the patient.

Event description:
It was reported that during procedure a catheterization will be performed through the first stent to position the subject flow diverter. Another flow diverter (not implanted) was used as medical intervention and positioned the subject flow diverter distal to the aneurysmal neck to achieve a telescopic assembly with the first stent. No additional information available.